Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a rapid rise in blood glucose with a reported value of 293 mg/dl after breakfast while using the ilet, with the system actively dosing; breakfast consisted of approximately half a cup of steel-cut oats with yogurt and blueberries, which was discussed as a larger carbohydrate load than the user¿s usual protein waffles, suggesting an incorrect meal size announcement and a usage error. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.